Event description:
This is filed to report the clip opening while removing the lock line requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult due to the patient's anatomy. One clip was successfully implanted. A second clip delivery system (cds) was advanced and placed on the mitral valve. However, while removing the lock line the clip opened from 5 degrees to 30-40 degrees. The second clip was still implanted and a third clip was implanted to stabilize the opened clip and reduced the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported unintended movement associated with clip opened while locked cannot be determined. The reported image resolution poor appears to be related to patient and procedural conditions as imaging was reported to be difficult due to patient anatomy. Unexpected medical intervention was a result of case-specific circumstances. This event and the imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿one (1) fluoroscopic video and one (1) video taken on an external device (e.g. Smart phone) were provided. The phone video shows the procedural imaging screens; one echocardiographic and one fluoroscopic. The echo screen is of an intercommissural view in which two clips can be seen deployed on the valve. Similarly, the fluoroscopic screen shows two fully deployed clips with the second cds retracted to the guide, indicating the videos were taken post deployment of the second clip (reported device). The clips are difficult to visualize in the fluoro screen of the video; when zooming in on the clips the quality of the image declines (pixelated) but it appears the second clip (top clip in fluoro screen) is opened to ~40 degrees. In the fluoro video provided, three fully deployed clips are easily visualized along with the sgc; there is no cds in view, indicating the video was taken post deployment of the third clip used during the procedure. In this video, the middle clip appears to be opened to a larger degree than the other two clips; this suggests that the middle clip is the second implanted clip that experienced the reported issue. The middle clip (presumed reported device) appears to be open to ~40 degrees. The clip arm angles stated are estimations based on visual assessment with the naked eye and cannot be confirmed. The cine provide was taken post deployment of the reported clip; there were no cine of the reported clip pre deployment or during deployment maneuvers. While it cannot be confirmed when or by how much the clip opened during deployment based on the cine provided, it is apparent that the clip is opened beyond the fully closed position (~10 degrees) per the instructions for use..¿. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).